Event description:
It was reported that during the procedure, a 2.0x15 mini trek rx balloon dilatation catheter (bdc) was advanced onto a non-abbott guide wire, into a non-abbott guiding catheter, and to a mildly calcified, eccentric, 30 to 35-millimeter (mm) long, 90% stenosed, de novo lesion in the mildly tortuous, 2.75mm-diameter distal right coronary artery (rca) without resistance. During the 2nd inflation, the mini trek rx balloon ruptured at 12 atmospheres. The mini trek rx bdc was withdrawn from the anatomy without resistance. The procedure was completed without issue using a new 2.75x12 nc trek rx bdc followed by deployment of a 2.5x38 rx xience xpedition. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide cath: mach 1 6f fr4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.